Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (unknown ID) was removed and replaced due to inability to reprogram. No additional information was provided after several attempts.